Event description:
It was reported that during a lap nephrectomy procedure, there was an incomplete staple line. During removal of the device, the reload stuck in the tissue and tore a hole in the vena cava. Converted to open procedure to repair the hole by suture. Patient is reported to be stable condition at this time.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.